Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. The patient reported intermittent chest pain and a pericardial effusion was observed. The patient remained stable and the lead was successfully repositioned. No additional adverse patient effects were reported.